Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin transmission, the right ventricular lead exhibited episodes of noise reversion. The noise was reproducible in clinic with isometrics and pocket manipulation. The lead was explanted and replaced on (B)(6) 2014. The patient would continue to be monitored.